Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio observed that the internal hlc batteries were depleted. Physio also observed that the device's charge-pak had expired in 2011. The customer was provided with a replacement device. The cause of the reported failure could not be determined.

Event description:
It was reported that the device had all three icons (service wrench, charge pak and attention) illuminated in the readiness display. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.